Manufacturer narrative:
Investigation is not completed. Medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2007-00048, 00049, 00050.

Event description:
Orig. Surg. 2006. Allegedly had prosthetic joint infection. I & d, removal of acetabular component. Converted head to unipolar component.